Event description:
The customer reported to olympus that during routine testing, the subject device tested positive for microbial contamination. Reportedly, the channel was replaced in (B)(6) 2021. The subject device has been isolated since then and not used on any patient. The specific details of the microbial contamination were not provided by the customer. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Three attempts were performed to obtain information regarding the microbiological test results, and the customer's cleaning, disinfection, and sterilization processes, but no response has been received from the customer.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The customer has decided to not send the device to olympus for service. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus as the device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The event can be prevented by following the instructions for use (IFU) which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.